Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The patient presented in the ER after receiving a shock due to noise on the rv channel. The physician noted that there was a sharp angulation where the lead entered the vasculature from the pocket. This lead was explanted, replaced and retained by the hospital. Should additional information be received, this file will be updated.